Manufacturer narrative:
DHR review. Additional manufacturer narrative - the reported device has not been returned to manufacturer. Request to obtain additional information have been unsuccessful. Without receipt of the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic mitral valve, implanted approximately seven (7) years and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic valve. There were no adverse events reported following re-op.

Manufacturer narrative:
Other=x-ray. Device evaluation summary - as received, leaflet 1 had a cut area of 9mmx4mm, leaflet 2 had a cut area of approx 10mmx4mm and leaflet 3 had a cut area of approx 9mmx3mm. Cut sections were not returned with the valve. Minimal to moderate calcification was observed in the remaining cusp area of leaflet 1, minimal calcification was observed in the remaining cusp areas of leaflets 2 and 3. Remaining free margin of leaflet 1 exhibited minimal calcification, remaining free margin of leaflet 2 exhibited heavy calcification, remaining free margin of leaflet 3 exhibited moderate calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Incidental findings: wireform was distorted at commissures 2 and 3. Wireform near leaflet 1 was exposed on the inflow aspect. These damages are most likely due to implant or explant. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to calcification of device and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received indicates device was explanted due to mitral stenosis. The device was received and evaluated.